Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, he has been experiencing issues with the insulin pump for the last month. When he attempted to prime the insulin pump alarmed motor error. The customer also stated the end cap on the insulin pump had fallen off some time ago, but he had glued it on. The customer didn't recall his blood glucose level at the time of the incident. Customer wasn't sure how the damage occurred on the device. Due to damage no troubleshooting was performed on the motor error alarm. The customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. Customer agreed to return the device for analysis.